Event description:
During the attempt to remove the device from the patient at the end of the procedure, the physician was pulling the side of the valve on the introducer, when the device separated, resulting in blood leakage. The physician kinked and clipped the separated area and left the deice for another 2 hours, then removed it from the patient. No adverse consequence to the patient.

Manufacturer narrative:
Still under investigation at this time.